Manufacturer narrative:
MFR received date: 17 sep 2019. The customer confirmed the machine restarted automatically. The customer replaced the sensor pcba to address the reported restart problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the machine restarted automatically. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26aug2019.

Event description:
The customer reported the machine restarted automatically. There was no patient involvement.